Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was attempted but not used during the implant procedure. The operator reported resistance during introduction of the right ventricular (rv) lead into the port of the device header. The ICD was removed and replaced. The rv lead again had resistance when connecting to the header. Additional implant tools were used to complete the connection and parameters were within acceptable range. The ICD and lead remain in use. No patient complications have been reported as a result of this event.